Event description:
The body locking nut on the telescoping fixator body was found to be loose at the patient's first follow-up visit. The doctor determined that treatment had not been compromised, and he tightened the nut. When the patient had healed and the doctor attempted to remove the fixator, he found that the clamp screws were loose and the clamps slid off the the bone screw shafts without having to loosen them. In spite of the loosened components, the patient healed as desired. Because the bandages were in tact and in place at both visits, the doctor does not feel the patient could have manipulated the screws.